Manufacturer narrative:
The complainant was unable to report the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. H6: imdrf device code a050702 captures the reportable event of loop unable to cut.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-02664 for the associated device information. It was reported to boston scientific corporation that a captivator snare and a cold snare were used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, the physician and the technician were trying to remove a polyp with a 13mm captivator snare however the snare was not cutting through the polyp. After the third attempt the polyp was finally removed. A cold snare was then tried, and the same thing happened. The 8mm cold snare would not cut through the polyp until the second or third attempt. The procedure was completed with the cold snare. There were no patient complications reported as a result of this event.